Event description:
Reporter stated, the patient has experienced hyperglycemia, and he believes the insulin delivery of the infusion device is too low. His blood glucose was 238 mg/dl at 10:58 a.m. On (B)(6) 2014, and he delivered 16.5 i.e. Of insulin via the infusion device at 11:22 a.m. His blood glucose was "hi" at 4:12 p.m. Reporter stated, the infusion device also displays frequent e4 occlusion errors despite changing the accessories. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. E4 were found in the history. The occlusion limits were tested successfully.